Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire was fractured and remained inside the patient. The target lesion was located in the circumflex artery. A 300cm stingray guidewire was selected for use. During the procedure, the device was advanced to the target lesion; however, it was noted that the guide wire was difficult to remove and subsequently became stuck in the circumflex artery. The crossboss catheter was then removed from the patient's body. Subsequently, a balloon catheter was inflated to 15atms to track the guide catheter. Upon removal of the guide wire, it was observed that the guide wire snapped and broke off inside the vessel. The fragment of the guide wire was left inside the patient's body. Angioplasty was done to the left anterior descending artery (lad) and to the right coronary artery (rca). There were no further patient complications reported and the patient's condition was stable. The patient stayed overnight and discharged the following day.